Manufacturer narrative:
The device was received for evaluation. During functional testing, an keypad error was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an second soft key from the left is inoperable. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keypad had an intermittent function/output in which all keys were impacted. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.